Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced 6 infusions set fell off during use on event on (B)(6) 2024.infusion set has been used for just over 24 hours. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR - device 4 of 6.